Manufacturer narrative:
Investigation: a visual inspection revealed that the cable connection jacket had detached. The component was not received. The detachment was a clean break with no evidence of shearing or excessive adhesive. Based upon the visual observation, the reported complaint for "connector detached" was confirmed. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro 2 extension cable connector broke off after use. No replacement was needed as the procedure was completed. There were no patient effects. The product was returned.